Event description:
Admitted to the hospital medical center through the emergency in 2004. Required emergency surgery for bowel obstruction and repair of surgical site hernia. During the surgery, dr inserted two layers of hernia mesh - permacol acellular collagen matrix, product no: 101520, size 15x20cmx1.0mm, expiration date 08/18/06. In 2005, bent down to retrieve item and felt something snap inside me. The same month, I went to another med ctr - they waited for fax from my first hosp giving full surgical report from 11/04. My present doctor at suggested I stay for CT scan or leave and contact my dr. I contacted my physician who ordered a CT scan, and upper & lower gi series. Also, sent me to a local surgeon. All tests were negative and surgeon checked for 2nd hernia. Found a fluid sack along surgical site but stated that was normal after abdominal surgery.